Event description:
It was reported that the patient experienced a shocking or jolting sensation while the device was on, and at the implantable neurostimulator (ins) site. An impedance check found all impedances were in the normal range. The patient shut the device off 5 days prior. When the patient turned the device on in the clinic, the patient noted a temporary light headedness and metallic taste in her mouth. The patient was getting a clear therapy benefit. The patient had a history of multiple falls but no accident or incident related to the shocking sensation. The patient had been getting mild increases in voltage over time. A palpation of the pocket with stimulation on was negative. Movement did not illicit shocking either. The patient noted some tenderness at the pocket site. The battery was going to be replaced, but a date for replacement was to be determined. The stimulator was left off per the neurosurgeon. The reason for malfunction was not known. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3387s-40, lot# v042082, implanted: (B)(6) 2007, product type lead; product ID 3387-40, lot# j0320163v, implanted: (B)(6) 2007, product type lead. (B)(4).